Event description:
Essure sterilization procedure was not successful. Both catheters appeared in retrospect to have been loaded into introducers front for back and back for front. Gold bands were noted to be near tip of devices and they should be on trailing end of the device. Round knob does not appear to be end of devices as is normally seen. There was no adverse outcome for patient other than procedure not being accomplished. The supplier of the essure device has been notified and the plan is to have the conceptus rep pick up the devices and return them to conseptus. Lot # 628318. Dates of use: 2009. Diagnosis or reason for use: desired sterilization. Event abated after use stopped or dose reduced: #1 yes. #2 yes.